Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was patient said it seemed to work fine and it was working fine until all of a sudden, today, their dbs spontaneously turned off without using the programmer or charger. Patient said they were able to turn it back on with their control device and their implanted device was 75 percent charged when they turned back on but it came out of nowhere. Patient asked if that could have happened because their charger has been a little unreliable in telling them what the charge is. Pt confirmed they use the legacy recharger. Reviewed some recharging information and redirected to their doctor to report the issue of therapy turning unexpectedly off. Reviewed the patient can call back to troubleshoot recharging. The patient mentioned other history. This included patient said about 2 months ago their neurologist gave the m a different recharger with the same style because of the one they had was not properly working and it would take them several hours to charge.